Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, on the second firing for resection between segments during right lower lobe, when the reload jaws were opening, a metal piece rolled around the cutline to the surgical field. It was collected with forceps. It was confirmed by x-ray that no metal fragment was remained in the body. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Pushers were mostly flush to sub-flush with the cartridge face. Gouging was noted where the I-beam meets the ramp of the cartridge channel, and a drag line was observed parallel to the knife slot along the full length of the channel. The anti-friction nylon pad under the I-beam was displaced, leaving metal-to-metal contact with the channel. A small curled shaving of metal was observed at the distal end of the drag line, similar to the shaving in the jar. This damage is consistent with firing over an obstruction or very thick tissue beyond the design intent of the device. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.